Event description:
It was reported that patient underwent total hip replacement surgery in 2007, during which he received a durom acetabular component. Post-op, patient has been experiencing pain. Patient is scheduled for revision surgery in 2009.